Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. During the explant procedure, the physician used foreceps to remove the device, and broke the header off. It was noted this patient did not experience any asystole, and no inappropriate therapy was delivered. All the associated leads were capped and abandoned.

Manufacturer narrative:
This ICD was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory anlaysis. At this time there is no additional information. Should additional information become available this report will be updated.